Event description:
Customer is getting low calcium results that repeated higher after recalibration. Approximately twenty patients were affected, only one initial result was released, and the result was quickly corrected. No patients were harmed due to the incident. Customer provided one example of pt recovery: initial result 7.2 mg per dl, sample repeated on same modular system gave 8.6 mg per dl. Customer states this sample was run around 0630 a.m.

Manufacturer narrative:
The field service representative determined the cause to be low gear pump pressure, and he adjusted the pressure. He visually confirmed operation on the gauge.